Event description:
The cell-dyn 1700 on-market software contains an anomaly that causes inappropriate result flagging for hgb, mch and mchc if the customer changes from the factory-set units (selection set 1) to modified si units (selection set 3) for results reporting. The analytical results generated are correctly converted to si units, but the means and limits are not; thus, results for hgb, mch and mchc are inappropriately flagged as out-of-range. When the parameter limits are manually entered for hgb, mch and mchc, the results are flagged appropriately for the parameters. The cause has been identified to be an anomaly in the on-market software and permanent labeling changes are in process to address the issue. This product issue does not pose a threat to user safety. The only potential risk is the delay in patient results due to inappropriate flagging. A recall was issued and reported to the FDA on 5/24/2007.

Manufacturer narrative:
Cell-dyn 1700 cs analyzer, list # 3h57-01 and list # 3h57-03 (refurbished version) cell-dyn 1700 analyzer, list # 3h53-03 (refurbished version of cell-dyn 1700, list # 3h53-01). This is a final report.